Event description:
It was reported that during central processing, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a wire segment of about 5 centimeters in length was found while air blowing an endoscope. The tse explained that the endoscope in question was gear-driven and likely not related to the endoscope. The customer had already inspected the tips of the instruments used that day with magnification and found no abnormalities; therefore, the issue was likely not associated with the da vinci system. The tse then advised the customer that if any issues with instrument movement or other concerns were observed in future use, the instruments should be taken out of service and returned. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.